Event description:
During the patient's procedure, the xper information management program used to chart the procedure and monitor vitals froze and would not allow staff to chart. Xper computer had to be restarted while physician had a catheter inside the patient's heart.